Event description:
It was reported that the plaintiff underwent a revision surgery of the right hip due to the collapse of the stem and shortening of the leg. During this procedure, the femoral head was explanted and replaced with a larger one and the stem was noticed to be nicely positioned. The patient had the primary polarstem - reflection right hip surgery on (B)(6) 2017.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code).

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although it was reported; the revision was ¿due to the collapse of the stem and shortening of the leg¿, however it was noted the ¿stem is nicely stuck¿, and remained in situ. With the information provided, the clinical root cause of the shortening of the leg cannot be concluded. It has been noted that the femoral head was revised to larger head. The patient impact beyond the reported revision cannot be determined; however, the patient did have a subsequent revision 5 years later. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of lengthening or shortening of the femur, which may lead to revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include procedural/user error, surgical complication, dislocation, dissociation, size selected and/or healing factors. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.